Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump was cracked. The blood glucose reading was 161 mg/dl. The parent reported that the crack rendered half of the screen unreadable. The damage occurred at a baseball game. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked/bleeding lcd glass. The insulin pump was unable to perform displacement test due to physical damage to lcd board. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.